Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01753. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was advancing the guide catheter with the lantern delivery microcatheter (lantern) inside, the guide catheter became kinked due to tortuosity from the right common iliac to the right hypogastric artery. Although the guide catheter was kinked, the physician was still able to deploy and detach a ruby coil using the lantern. While attempting to advance a new ruby coil (lot #f70075), the physician encountered resistance. Subsequently, the coil became stuck and was unable to advance. Therefore, the physician removed the ruby coil and then attempted to forcefully advance a new ruby coil (lot #70599) through the lantern. Consequently, the coil became kinked and fractured. The physician then removed the guide catheter and the lantern with the ruby coil inside. There was no noticeable damage to the lantern. The physician decided to use a new lantern because the fractured ruby coil was inside the first lantern. Despite the kink in the guide catheter, the procedure was completed using the same guide catheter, a new lantern and a new ruby coil. There was no report of an adverse effect to the patient.